Event description:
On (B)(6) 2015, the reporter contacted animas and alleged that on an unspecified date, the patient experienced a blood glucose over 250 mg/dl, but less than 500 mg/dl with an unspecified level of ketones associated with an inaccurate delivery issue. Reportedly, the patient did not receive any treatment above and beyond the usual routine of diabetes care and management. There was no further information provided and troubleshooting could not be completed at the time of the call. This complaint is being reported because the patient allegedly experienced hyperglycemia of unclear cause while using the insulin pump.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 05/07/2015. Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: the last basal delivery and the last bolus delivery were on (B)(6) 2015. The basal and boluses added up appropriately to equal the total daily dose and showed that the pump was delivering accurately until the last date used. The pump passed a delivery accuracy test and was found to be operating within required specification and delivering accurately. There were no errors, alarms or warnings during investigation. Unrelated to the original complaint, the battery compartment was cracked. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.